Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving saline via an implantable pump. The pump was previously delivering morphine. The indication for use was spinal pain indications. The patient reported that on (B)(6), 2025, the physician decreased the medication by 50% and the patient did not go through withdrawals at that point. 2 weeks later the physician put saline in the pump and that was when the patient went through withdrawals really bad. The patient stated the physician did not give the patient any oral medications and the withdrawals were so bad that they were "rocking, crying having hallucinations and the sweats¿. The patient went to the ER (emergency room) and they gave her 2 shots of medication that didn¿t even help. The patient stated before they left the hospital, they gave the patient a shot of morphine which made the withdrawals worse. Per the patient another healthcare provider gave the patient oral medication to help with the withdrawals. The patient¿s then managing physician told them they were putting in saline and were turning off the pump, however - "maybe sometime in july" the pump started doing the single tone alarm. The patient wanted to know how to have the pump alarm turned off. The patient requested physician listings be sent. Additional information was received from the patient on (B)(6) 2025 who reported that they needed to get the pump alarm turned off.